Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer reported that they had high blood glucose level of 600 mg/dl. Customer reported they received insulin pump error and they were able to clear the alarm. Customer reported they able to performed self test and rewind the insulin pump. Customer was treated with intravenous drip. Customer had abdominal pain, nausea and difficulty in breathing and vomiting. The insulin pump will be returned for analysis.